Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center displayed error code e333 (image processor or light source). The issue occurred during a therapeutic procedure. The procedure was completed using the same set of equipment and there was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: visual check - no abnormality was found. Actual device check - the phenomenon was not reproduced. Operation check - no abnormality was found when the device was connected and operated according to the instruction manual. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was not reproduced. It has been proven that due to the designing of otv-s300, a false alarm is generated as a touch panel failure error even in a normal condition. Therefore, the phenomenon is considered to have occurred. From a review of instructions for use regarding product otv-s300 instructions rev18. Section 350-10.2 describes the following: message: touch panel failure cause: the product has failed. Remedy: immediately turn off the product, unplug the product's power plug from the medical outlet, disconnect the power cord from the product's power inlet, and contact olympus. Olympus will continue to monitor field performance for this device.